Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2018 the patient experienced elevated blood glucose levels and attempted to self treat by changing the infusion set and giving a correction dose of insulin. However, the patient's blood glucose level remained high. On (B)(6) 2018 the patent went to the hospital. At the hospital the patient's blood glucose was 484 gm/dl. The hospital treated the patient with replacement therapy. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.